Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a blast result on a patient specimen generated by dxh800 hematology analyzer without an instrument generated differential flag. The result was repeated and the erroneous results were reported out of the laboratory. Subsequent test on an alternate instrument produced no flag for blasts, but generated suspect differential message. A manual differential was performed and 2% blasts were seen on the smear. A corrected report was sent out. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The specimen was collected fresh and sampled within 4 hours of collection. Qc prior to the event was within the established ranges. Raw data analysis revealed the scatter plots of the sample do not show abnormal patterns for the algorithm to set blast flags. But the instrument would have generated a suspect message of left-shift if it were set at the highest sensitivity. The dxh 800 instrument is shipped from manufacturing with all sensitivity settings set at high level. The instrument sensitivity settings were set at high for variant ly and immature granulocytes but at mid level for left shift. Beckman coulter, inc (bci) does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of the instrument results. A clear root cause has not been determined for this event.